Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. All provided images are intra-operative photographic images that do not aid in this investigation. No product problem is identified. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot a worldwide lot specific complaint database search, or device history record (mre) review, was not possible because the required lot code was not provided. H10 additional narrative:

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled "algorithmic soft tissue femoral release in anterior approach total hip arthroplasty" written morad chughtai, md, linsen t. Samuel, md, mba, alexander j. Acuna, bs and atul f. Kamath, md published by arthroplasty today published online/accepted by publisher november 30, 2019 was reviewed. The article¿s purpose is to report on a novel tha technique that utilizes femoral soft tissue releases. 1059 direct anterior tha cases were reviewed that were completed with the femoral soft tissue releases. Mean age was 65 years old. 48% were male and 52% female. All patients were implants with pinnacle acetabular cups, except two patients with a history of spinal fusion, who received a competitor duel mobility cup. All femoral heads were ceramic. 93% of femoral stems were corail, 3% received trilock, 2% received a cemented summit, and 2% received srom stem. Follow up was conducted for 2 years. Findings: post-op superficial wound closure (1 patient). Post-op calcar fracture (1 patient). Anterior dislocation (1 patient). No cases of radiographic component loosening, deep infection, or deaths. Depuy products: pinnacle cup. Corail stem. Summit stem. Trilock stem. Srom stem/sleeve. Depuy ceramic femoral head. Depuy polyethylene acetabular liner.